Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor's inner wire came out of the sheath. The issue occurred during an unknown therapeutic procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, h2, h3, h4, h6, h11 based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.